Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a video-assisted thoracoscopic surgery (vats), the reload felt like it did not close all the way. A new reload was used to finish the procedure.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two endo gia¿ articulating reload with tri-staple¿ technology opened by the account and one sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted that all three reloads had full staple complements. During functional inspection, all reloads fired as intended. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.